Event description:
It was reported a patient lost range of motion due to arthrofibrosis after tka and undergo manipulation under anesthesia to regain rom.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see attached file for our results of investigation. -(B)(4).